Event description:
It was reported that the first absolute stent was deployed with no issue and when the device was brought back to the thouy, resistance was felt, but the device was removed. A second absolute was then used and again, the stent was deployed with no issue, but once again, resistance was felt at the thouy. A postdilatation balloon was then used to postdilate the deployed stent(s) as it was being advanced, the tips were seen under fluoro, stuck together, prolapsed onto each other, in the patient. A wire was placed distal to the tips and a small balloon catheter was also positioned distal to the tips. The balloon was then used to remove the tips, pulling them onto the thouy and then the thouy was removed. There were no patient effects reported.